Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
1.2 fr PICC developed crack and leak at hub 8 days after insertion. Hub had no manipulation after insertion. PICC was used for tpn and lipid administration.

Manufacturer narrative:
One catheter was returned for review and it was visually confirmed that there was a crack in the luer that would result in leakage. A definite root cause for the breakage issue cannot be established with confidence. Possible causes could be related to damage during assembly, packaging, unit storage or in the user environment. The manufacturing area supervisor was made aware of this complaint.